Manufacturer narrative:
We are currently waiting for details regarding the event that occurred and the device. Once received an investigation will be performed. When the investigation is complete a final report will be submitted.

Event description:
It was reported that the catheter lumen broke.